Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited broken end cover and dirt under the light-optic lenses. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. Corrected field: d8 - device serviced by a third party. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fourteen (14) years since the subject device was manufactured. The device was evaluated by a third party, and the distal cover was broken and inside light guide lens is dirty, events were discovered. Based on the results of the investigation, a definitive root cause for the events could not be determined. However, it is likely that the distal cover was broken occurred because physical stress is applied to distal cover. For the second event, is likely that inside light guide lens is dirty occurred due to chemical stress by chemicals used applied, light guide lens glue may be peeled off, moisture invades lg-lens, leading to corrosion. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: "for the broken cover, user may detect the event properly by handling the device in accordance with the following instructions for use:. Preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. User may reduce/prevent occurrence of the event by handling the device in accordance with IFU below. Important information ¿ please read before use_ warnings and cautions warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. For the inside light guide lens dirty, user can detect the event by following IFU below. Preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. User may reduce/prevent occurrence of the event by following IFU below. Reprocessing manual_ compatible reprocessing methods and chemical agents_ detergent solution use a medical-grade, low-foaming, neutral ph detergent or enzymatic detergent and follow the manufacturer¿s dilution and temperature recommendations." Olympus will continue to monitor field performance for this device.